Event description:
It was reported that during a lap colorectal procedure, the generator alarmed. The shear was cleaned. When tested outside the patient field, the tip of the active blade snapped off and fell on the floor. Case was completed with a like device with no patient consequence.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."